Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00209, 00211, 00212, 00213. This event occurred in (B) (6).

Event description:
Allegedly heterotropic ossification of left hip, revised due to loosening.

Event description:
Per the clinic, the patient developed scar tissue subsequent to surgery to treat an acoustic neuroma resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. There are no plans to reimplant the patient as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record (DHR) reviewed. Product not returned. The DHR review indicates parts met specification when they were manufactured. Analysis shows no trend for item/lots involved.